Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, while applying + knob to remove aorta hugger situation, it could not hold the curve that was applied during + knob. Sgc was replaced and continued the procedure and implanted mitraclip. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On 09 april 2026, during device analysis, it was determined that there was damage on the soft tip of the guide.